Event description:
It was reported there was a connection issue between the patient connector of a peritoneal dialysis (pd) transfer set and the titanium adapter. This was observed prior to pd therapy. The titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation with the original cap attached to the female connector. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The connection between the in lab titanium adapter and patient adapter was performed and no issues or leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.